Manufacturer narrative:
The incident sample has been requested but to date has not been received at the manufacturing site for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer repots: difficulty when drawing up vaccinations with leakage from the hub and resistance when pulling back; the customer was pressurized the vial by drawing up air equivalent to the amount of medication she'd drawing.

Manufacturer narrative:
Submitted 12/21/2018 a review of the device history record (DHR) for lots p732506x indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Additionally, the molded syringe barrel shop orders utilized for both lots were viewed. The device history records for the shop orders utilized indicate that product and specification requirements were met with no non-conforming product identified relating to this customer report. The manufacture of all molded, printed, assembled, and packaged product is conducted within a validated process, inside a controlled manufacturing area. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications, and are visually and physically tested for adherence to the quality inspection standard. If problems were detected during processing, non-conforming product would be identified and segregated. Mold tool and mold machine maintenance requirements are documented. Records of maintenance activities are maintained. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. During manufacturing, associates inspect product at periodic intervals to ensure it meets acceptable quality levels. The plunger is exercised during the assembly process to redistribute the silicone in the barrel and on the rubber tip. Leak testing is conducted to ensure the syringe draws, holds and expels fluid properly. Periodic audits are conducted to ensure the quantity of barrel inner dimension silicone lubricant is within specification limits. Process inspectors are required to conduct visual and physical evaluations at prescribed intervals and cannot release product unless the required aql has been met per the specification. Procedures and standard work instructions exist for the set-up, operation and maintenance of the molding machines and assembly machines. Cleaning and maintenance requirements are defined and implemented to ensure continuing process capability. Samples were returned for lot p732506x. One (1) bag received contained one (1) syringe sample with one opened blister strip package identified with lot p732506x. There was no sheath attached and the safety shield of the hooded needle assembly was extended and in the locked position. Visual inspection identified no issues. Leak testing was performed. The leak test is conducted to verify the syringe draws, holds and expels fluid properly by inserting the syringe into a rubber block for resistance. The syringe sample could not be leak tested with the hooded needle assembly it was received with. A different hooded needle assembly was attached and leak tested. The syringe sample passed the leak testing. The reported customer could not be confirmed. Potential contributing factors to the reported condition include, but are not limited to: molding process. If interrupted from continuous operation, due to the conductivity of required daily maintenance activities, there is a procedure in place to discard a minimum of five shots. It is possible that following required daily maintenance activity, such as wiping the mold out, interruption occurred. If a part was intermittently filling and not filling a void could potentially happen due to a partially blocked gate. The defect may have occurred intermittently between functional testing requirements. The molded barrels are packaged into totes by automatic tote loaders at the molding process, which limits the physical handling of the barrels during the molding process. If a cavity was not packing completely during injection, it could potentially cause a void. There is insufficient information for a probable root cause to be determined. The reported customer complaint was unable to be confirmed. A probable root could not be identified. A quality alert has been issued to increase awareness of this event. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.